Manufacturer narrative:
Based on the available information, the bench repair engineer assessed the device and determined that it was constantly restarting and would not turn on. The processor pca and cable components were found to be faulty. Philips sent a service quote to the customer, but the customer did not accept it, and the quote has expired. As a result, no repair work was carried out by philips and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the reported problem was caused by a defective processor pca and cable. Further root cause was not determined. The reported problem was confirmed.

Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint on the defibrillator indicating that the device was constantly restarting and not opening. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.